Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition and the device's machine flow sensor and system board were replaced blower motor was replaced to address the issue. There was evidence of water ingress. The blower motor was not a faulty component and was not replaced.

Manufacturer narrative:
The previous report contained incorrect coding for "type of investigation". This report contains the correct type of investigation coding of 10; testing of actual/suspected device.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor and system board were replaced blower motor was replaced to address the issue. There was evidence of water ingress.